Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that during follow up check, the implantable pulse generator (ipg) had reached elective replacement indicator (eri) during warranty period, and was reported as premature battery depletion. The ipg remained in use, and was subsequently explanted. No patient complications have been reported as a result of this event.